Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed cgm error.